Event description:
I had surgery with mentor 168 textured implants in 2001. Prior to receiving implants, I was a very healthy person. I worked out 2 times a day, 5-6 days per week. Just a few month down the road, I started getting sick. Gradually, they changed my life, I had to stop working my part time job in 2005, had to stop working out. I stopped working my full time job in 2009. I believe these toxins are slowly killing me. Following are the symptoms that I have been suffering since 2001. Anxiety and depression, nigh sweats, shortness of breath, heart palpitations, chronic fatigue, joint and muscle pain, inflammation, weight gain, sharp (sometimes shooting) pains in the breasts, mood swings, headaches, choking feelings, brain fog, insomnia, memory loss, sinus infections, very dry skin, sensitivity to light and sound, limb numbness and tingling.